Event description:
It was reported the patient went in for a routine pump refill. It was noted that the pump pocket area was very edematous. When the nurse first punctured the skin with the refill needle, a large amount of fluid started coming out, and the nurse stopped. The following day, the doctor brought the patient back to perform a catheter day study. It was reported before the dye study was started, it was noted that the patient was allergic to iodine and could not have. It was decided to then try to still access the catheter access port of the pump. This was done under x-ray. The doctor was able to quickly and easily draw back at least 2mls of fluid. She then decided to fill the pump with the patient¿s regular medication. She then performed an aspiration of the pocket and was able to extract around 50 mls of slightly yellow tinged clear fluid. At this point, the doctor decided that there was a definite problem with something in regard to the pump or the pump pocket. She decided to place the pump in a minimum rate and was going to send the patient out for further x-rays and MRI. As well as possible surgical consult with the neurosurgeon. The plan was to bring the patient back in a week or two and see if more fluid can be extracted from the pocket. She was also going to send the extracted fluid in for analysis to see if it was cerebrospinal fluid (csf). She was also going to have the fluid tested for microbes and narcotics. It was noted this all could have started from a possible fall. The patient had bruising on her face and abdomen. She was a very poor historian due to the fact that she had suffering from dementia. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury,¿ it was asked but unknown if surgical intervention was planned. The patient¿s medical history included dementia. Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported x-rays were taken of the pump. The rep did not have access to those pictures. It was noted they could not do a catheter dye study due to the patient being allergic to iodine. The doctor was able to access the catheter access port and was able to draw back at least two mls of what was thought to be csf. The cause of the fluid in the pocket was unknown at this time. A pump device issue was not confirmed. The doctor extracted around 50 mls of fluid from the pocket with a needle and syringe. It was unknown if the event was resolved. The patient would be coming back next week to have the pocket assessed again. Additional information was received from a company representative (rep) reporting that they had their entire pump and old catheter removed and replaced with a new pump and catheter. The patient weighed 68.2 kg. The rep was not able to take the old pump and catheter out of the facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.